Manufacturer narrative:
Based on the information provided, this case was assessed as not reportable to the FDA as the event of nicolau syndrome was not related to a merz hyaluronic product.

Event description:
Follow-up information was received on 05-sep-2019: the author of the article confirmed that the complication was not due to company product.

Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the FDA as the event of nicolau syndrome was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for the hyaluronic acid dermal filler could not be reviewed as the case was reported in literature without mentioning a specific product name and a lot number was not provided. Literature citation: vargas-laguna, e., de cueto, s. R., cueto, c. M., lopez-estebaranz, j. L. (2018). Nicolau syndrome appears after filling hyaluronic acid with the use of blanching technique. Journal of the american academy of dermatology, volume 79, issue 3, ab204. (B)(4).

Event description:
This literature report from (B)(6) concerns a (B)(6) female patient. She was injected with a total of 0.75 ml of hyaluronic acid, for acne scars on her cheeks. Blanching technique was used for the injection and care was taken of applying superficial deposits of the product. A low reticulated hyaluronic acid with lidocaine was used. Needle used for injection was 30g. The patient's medical history included acne scars in both cheeks. The past patient's medical history included acne and non-ablative co2 laser one year after the termination of the isotretinion treatment with partial improvement of the acne scars. The past medications included isotretinoin two years ago. After the treatment with hyaluronic acid, the patient experienced normal bumps and felt uncomfortable. Corrective treatment included vigorous massage performed by the nurse. Immediately, the patient experienced an intense pain located in both her eyes without loss of vision. The following day she developed a livedoid dermatitis located in her right cheek, right forehead and chin. Nicolau syndrome (ns) was diagnosed and hyaluronidase was injected subcutaneously. Further corrective treatment included prescribing aspirin 300 mg twice a day, as well as 40 mg of oral prednisone and 10 mg of oral nifedipine. Topical nitro-glycerine was applied 2-3 times per day for the first days. One week after, small pustules appeared. Three weeks later, she almost healed with a remaining diffuse erythema which disappeared completely one month later. The outcome of the events was reported as resolved. In the opinion of the author, nicolau syndrome represented a frightening incident among fillers practitioners. Good knowledge of vascular anatomy and experience with injection techniques were necessary to prevent this unusual reaction. But even the highest care was not a guarantee of avoiding this complication. Early recognition and a well taught treatment protocol were mandatory to prevent necrosis and subsequent scars.